Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (09/11/2013)-device evaluation: the subject meter was returned on 08/13/2013 and analysis completed on 09/03/2013 by lifescan product analysis with the following findings: the reported error message could not be confirmed. The analysis found an issue related to label print smearing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.